Event description:
One staff member was putting the resident back to bed after supper. The transfer was going to be from a chair to bed. The staff member positioned the sling, lifted the resident out of the chair and was in the motion of moving her towards the bed when the resident took her hands off the sara 3000 handle grips and raised her arms. This allowed her to slip to the floor. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR medibo (B)(4). Per the facility's director of care (doc): the staff member was doing the transfer herself and all transfers are supposed to have two staff members assisting. The staff member stated that she did not apply the safety belt around the resident's waist. The resident had just returned from a 3 week stay in the hospital three hrs before the incident and a mobility assessment was not completed before the incident; an assessment should have been completed when she returned from the hospital. Add'l info will be provided following the conclusion of the MFR's investigation.